Event description:
A report was received that a patient had an infection at the battery site. The patient's symptoms were yellow discharge and an open wound at the ipg site. Upon assessment, the physician chose to explant the patient's system and believed the infection was device related. The patient was treated with IV antibiotics and is reportedly doing well following the procedure.

Event description:
A report was received that a patient had an infection at the battery site. The patient's symptoms were yellow discharge and an open wound at the ipg site. Upon assessment, the physician chose to explant the patient's system and believed the infection was device related. The patient was treated with IV antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-50 (B)(6) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.